Event description:
A surgeon reported he performed a lens exchange after the pt complained of poor vision following the initial surgery. Upon examination, the surgeon identified two "defects" on the optic. The lens was replaced with a different lens model. Following the lens exchange, the pt voice the same complaints. The pt was seen by a consulting physician and he was not able to identify a cause for the pt's continued dissatisfaction.